Manufacturer narrative:
Additional information: PMA/510k. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of a preoperative computed tomography image was conducted during the investigation. No issues were found related to the reported complaint. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to the reported failure mode. There have been numerous design verification and design validation activities performed that have shown the device meets design input requirements and user needs. There were no other reported complaints for this lot number. Per the image review, there was a diameter change within the neck; the anatomy of the proximal neck is outside of the IFU as the mid neck narrows to 25.4 x 24.1mm with a reverse funnel-type anatomy, that is not suitable for a 32mm device per the IFU; this could potentially result in inadequate proximal seal and type ia endoleak. Additionally, the infrarenal aorta has moderate calcification and mural thrombus up to the aortic bifurcation, which could have also contributed to inadequate proximal seal and resulted in type ia endoleak. Based on the information provided and the image review, the root cause for type ia endoleak in the main body is likely product use or handling-related (did not follow instructions / label) due to the fact that the anatomy of the proximal neck is outside the IFU with a reverse funnel anatomy, resulting in inadequate proximal seal and type ia endoleak. The second root cause is likely patient condition-related, due to calcification and mural thrombus up to the aortic bifurcation, which would have contributed to inadequate proximal seal and resulted in type ia endoleak. However, based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
A male patient underwent endovascular aneurysm repair (evar) against abdominal aortic aneurysm (aaa) and aneurysm in the left common iliac artery. The patient anatomy was suitable for the procedure. Severe calcification was observed in the access route, but the delivery system of the main body passed through the calcified area without problems. The devices below were placed in the target site following the instructions for use. Tfb-32-74-zt, lot#7987338 - right femoral approach, main body, zsle-13-122-zt, lot#5691101 - left femoral approach, contralateral leg, zsle-20-56-zt, lot#7791648 - right femoral approach, ipsilateral leg. Angiography confirmed a proximal type 1 endoleak. The physician determined to place a proximal extension (esbe-32-39 lot#6800050) by using the same access route, right femoral approach, used for placement of the main body and ipsilateral leg. However, the delivery system got stuck in the calcification near the bifurcation of internal and external iliac artery. As the delivery system could not be advanced further, placement of the extension was given up and touch-up ballooning was conducted. The amount of the endoleak flow decreased by the ballooning, yet it continued leaking. Since there were no additional treatments which could be performed against the leak at that moment, the physician determined to take wait-and-see approach. Angiography revealed that the landing length of the contralateral leg in the left external iliac artery was only approximately 20 mm. Thus, retrograde angiography from the distal side was conducted, which revealed a distal type 1 endoleak. The physician thought this leak was due to the short landing length of the stent graft. Therefore, a distal extension (zsle-13-56-zt lot#7589729) was placed additionally to the contralateral leg by left femoral approach and the leak disappeared. After the distal extension was implanted successfully, final confirmatory angiography was performed. The flow from the aorta to the ipsilateral stent graft leg was imaged without problems, but the flow from the leg to the right external iliac artery was bad. It was revealed that the right femoral artery was dissected. The dissection was a retrograde, short range one. Since it was confirmed that no obstruction of blood flow was caused by the dissection, the physician determined to take wait-and-see approach. It is suspected that when the delivery system of the proximal extension got stuck in the calcification, pressure was applied to the punctured site. The patient experienced prolonged hospitalization. The proximal type 1 endoleak remained unresolved. Additionally, dissection in the right femoral artery. The patient¿s current status is unknown. Additional event, device and patient information has been requested but not yet received at the time of this report. Proximal type 1 endoleak unresolved is captured in MFR. Report #1820334-2017-02887. Femoral artery dissection is captured in MFR. Report #1820334-2017-02888.